Event description:
On (B)(6) 2025 the user reported that their ilet displayed alert 38 indicating consecutive motor stalls that did not resolve after priming and rewinding. The user attempted multiple restarts without resolution. A replacement device was arranged, and the user was instructed on shutdown and return, while continuing glucose monitoring with dexcom g7. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included device history review, complaint review, and analysis of available logs and reported behavior. Investigation of this case revealed a suspected motor stall within the pump mechanism consistent with a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the device experienced a motor stall malfunction due to manufacturing deficiency.